Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturers ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed the pressure transducer test. The facility ordered and replaced the pressure transducer printed circuit (pc) board (pc 1781). According to the facility the pressure transducer pc board was worn out after many years. The facility does own repair. The part was not returned and the logs were not availed therefore investigation has not been possible. The root cause of the of the alleged wear has therefore not been determined. The ventilator contains two pressure transducer printed circuit boards, one inspiratory and the other expiratory. It is unknown which one of the two was replaced but their function is to measure the pressure on the respective side. These pressure transducer pc boards are not included in preventive maintenance intervals. Not returned.